Event description:
Event description cpi received information that this implantable pulse generator (ipg) along with two leads a ventricular unipolar lead (4261) and an atrial bipolar lead (4171) were removed from service due to a lead problem. Another (ipg) and two leads (4171 and 4161) were implanted.